Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer experienced 60 cycle noise on all bs and ic channels on both carto and recording systems. In addition, since the physician did not have any signal available to monitor the patient¿s heart rhythm this complaint is assessed as reportable event. The case was completed by changing the catheter without any patient consequence. The customer also reported that the high temperature around 40 degree was observed. The temperature cutoff was 50 degree and rf energy was stopped prior cut off setting. This issue is not malfunction complaint.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the customer experienced 60 cycle noise on all bs and ic channels on both carto and recording systems. In addition, since the physician did not have any signal available to monitor the patient¿s heart rhythm this complaint is assessed as reportable event. The case was completed by changing the catheter without any patient consequence. The returned device was visually inspected upon receipt and it was found that connector receptacle and pins with light green and black material on them. An irrigation test was performed in order to identify if any leakage on the catheter was the root cause of the foreign material; however the catheter passed, no leakage was observed. A scanning electron microscope (sem) test was performed in order to identify the type of foreign material; the results demonstrated that the material presented evidence of carbon, oxygen, chlorine, nickel, copper and zinc. The origin of the material remains unknown. Therefore per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.